Event description:
It was reported that the right ventricular lead exhibited noise. The device was reprogrammed to reduce sensitivity and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.